Event description:
It was reported that two motor stalls and recoveries were recorded in the logs. The first stall occurred (B)(6) 2014 at 15:14 and recovered (B)(6) 2014 at 15:52. The second stall occurred (B)(6) 2014 at 13:40 and recovered (B)(6) 2014 at 14:51. The pump was used to infuse dilaudid (hydromorphone). Follow up was being conducted to obtain additional information. If additional information is received a follow up report will be sent. If additional information is received a follow up report will be sent. (B)(4).

Event description:
Additional information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid at 10 mg/ml concentration and dose of 4.405 mg/day via an implantable pump. The patient had a motor stall on (B)(6) 2014, secondary to a MRI, that recovered the same day. The pump was interrogated on (B)(6) 2015 and the stall and recovery were noted. It was indicated the stall was related to the device or therapy. Not actions were taken and the stall resolved without sequelae on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the pump had been replaced on (B)(6) 2014 and an MRI (magnetic resonance imaging) was performed (B)(6) 2014.